Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the fiber cabling to the monitor needed to be rerouted and the avc-x needed to be cleaned. To resolve the issue the technician rerouted the fiber cabling and cleaned the avc-x, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor to their hexavue custom room rack is flickering. No report of procedure involvement. No report of injury.